Manufacturer narrative:
(B)(4). Multiple MDR reports were filled for this event: 0001825034-2018-02482, 0001825034-2018-02483, 0001825034-2018-02481. Concomitant medical products: n ps clsd intlk fem-rt 65 cat: 183208 lot: 593230, vngd ps+ tib brg 12x63/67mm cat: 183722 lot: 749490, biomet cc cruciate tray 67mm cat: 141232 lot: j3942087. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to infection.